Event description:
It was reported that this pacemaker was suspected to recorded a pre-implant code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis has been sent to confirm if the alert appeared due to a cold weather exposure. There is no patient involvement at the time of this issue.